Manufacturer narrative:
Additional information. The reporter indicated the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +1.5/+4.0/091 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2018. The patient experienced a refractive surprise and lens rotation and the lens remains implanted. The reporter indicated the eye has too much remaining astigmatism. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +1.5/+4.0/091 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2018. The patient experienced a refractive surprise and the lens remains implanted. The reporter indicated the eye has too much remaining astigmatism.